Event description:
My daughter is made to wear a mask at school. She comes home with a sore throat, shortness of breath, anxiety, and facial dermatitis. Please revoke the eua on all masks for the public. They are harming everyone. FDA safety report ID # (B)(4).